Event description:
Per the audiologist's report, the patient complained of fluctuating sound quality problems and occasional pain from her cochlear implant system. Exchanging all external equipment did not resolve the problem. The patient later reported a decrease in hearing sensitivity. Test results showed significant benefit from the device. During sound processor programming, the patient reported that she did not have a pitch percept on two electrodes. These were deactivated in her sound processor program. Device testing showed abnormal responses on another electrode which was also deactivated (no dates provided). The explanted device was received at cochlear on august 17, 2007. The device was explanted in 2007, and the patient was reimplanted with a new device during the same surgery.